Manufacturer narrative:
A visual and functional test were performed on the returned device. The reported leak/splash was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist and concluded that the media provided confirms the reported device leakage noted during the balloon preparation. The investigation was unable to determine a conclusive cause for the reported leak / splash (shaft). Additionally, factors that could contribute to leak / splash (shaft) include, but are not limited to, inadvertent mishandling during unpackaging / preparation for use, interaction with accessory devices, patient¿s disease state, and/or procedural technique. In this case, it is possible that mishandling of the sds during preparation contributed to the noted scratched and split outer member, ultimately resulting in the reported leak / splash (shaft); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.health effect impact code 2645 removed.

Event description:
It was reported that during preparation of the 3.00x38 mm xience alpine stent delivery system (sds), a puncture in the catheter was noted, resulting in a leak of solution. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. Subsequent to the initially filed report, returned device analysis identified that there was blood and contrast inside the inflation lumen and in between the stent/balloon folds. There was contrast visible inside the balloon. Communication with the account confirmed the device had been inserted into the anatomy and there were no adverse patient effects. No additional information was provided.

Event description:
It was reported that during preparation of the 3.00x38 mm xience alpine stent delivery system (sds), a puncture in the catheter was noted, resulting in a leak of solution. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.